Event description:
An incident was reported to have occurred with a mayfield skull clamp which was described as follows; "one of the customers from the netherlands have had an accident during surgery. A part of the a1059 moved. They now want to find out if this problem is due to their (new) cleaning process or to the mayfield part itself (which the sr don't think because he did an inspection recently and we found out that the problem was due to an user's error (not properly attaching the mayfield to the pt's head) and not to the device itself." Further info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.